Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2012, inratio: 1.5, 1.0. Time between testing: 5 minutes. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 1.5, 2nd inr: 1.0, mean: 1.25, sd: 0.35, %cv: 28.28. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. Additional investigation will be performed on retained lot #279820. Results will be reported in a follow up report once investigation is completed. Per complaint issue, patient reported some milking of the finger. Per product user guide - precautions and warnings, "do not use strong, repetitive pressure to collect the drop of blood." Milking the finger can cause interstitial fluid contamination, leading to pre-analytical errors. Patient also reported sample was applied to the strip longer than 15-20 seconds following fingerstick. This delay in application may have prematurely initiated clotting and adversely effected sample migration, flow and saturation.